Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cabinet was no longer powering on. A field service engineer (fse) confirmed that old duo station would not power on. After extensive electrical troubleshooting, it was determined that although 120 volts were entering the ac panel, only about 80 volts were coming out, indicating a faulty ac panel. A replacement panel was ordered, but when the fse attempted installation, the issue was found to be incorrect wiring in the old panel. The wiring was corrected, and the station powered on successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, pharmacy cabinet that was to be re-implemented had stopped powering on. Tower lights failed to turn on, and the power button was unresponsive. The machine was tested in two separate wall outlets but did not power on. Customer stated that internal aio replacement was required. However, there were no delays or adverse events or injuries reported based on this event.